Event description:
A report was received that the pt was explanted due to an infection at the pocket site. The pt's symptoms included fluid discharge at the pocket site. The pt was prescribed oral antibiotics and is doing well.